Event description:
It is reported that the device was implanted 2007. In 2008, the pt began having swelling and pain. After x-rays and two fluid drainings, the surgeon ordered a bone scan which showed a hair line crack. The pt has a revision surgery scheduled for approx seven months later.

Manufacturer narrative:
Eval summary: no product was returned for evaluation. Also, x-rays are not available for review. It is reported that the bone scan showed a hairline crack but it is not know whether the crack is on one of the implants or the bone. The cause of the reported problem could not be determined due to insufficient information. Results: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verity or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.